Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocar cannulas leaked during a procedure. The procedure was completed with no harm to the patient. The product was not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample has been returned for evaluation therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for the defect experienced by the customer could not be determined the manufacturer internal reference number is: (B)(4).